Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed during a device upgrade procedure in the operating room. The patient was asymptomatic. The electrical function of the lead was normal and no anomalies were detected. The lead was capped and replaced. The patient was doing fine.